Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. During the procedure, the physician completed one pass using the catrx. Next, while attempting to re-advance the catrx through the sheath for the second pass, resistance was encountered and subsequently, the catrx broke near the hub. Therefore, the catrx was removed by pulling out. The procedure was completed using a new catrx and the same sheath. There was no report of an adverse effect to the patient.